Event description:
The customer's senior biomedical technician reported to the service depot on (B) (6) 2009 that on the same business day a colleague infusion pump had an inoperable stop key on the pumphead module keypad. It is unknown where this event occurred. The pump arrived at the service department from an unknown department. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. There is no additional information available.

Manufacturer narrative:
(B) (4)the pump is available and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.